Event description:
It was reported by a company representative that a cradle was no longer charging a handheld due to damage to the cord, which was possibly caused by the using physician dropping the cradle. At the moment (B)(4) attempts to obtain further information and product return have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating the charging cradle likely broke due to fall as the handheld connection was bent. No technical issue was suspected with cradle. The reported device was returned to the manufacturer and is currently undergoing analysis.

Event description:
Analysis was completed on the returned cradle and indicated that during analysis it was identified that the sync connector of the cradle was no longer soldered on the pcb. As a result the cradle was no longer able to supply power to the handheld. Once the sync connector was soldered on to the cradle pcb no further anomalies were identified. Cause for the broken connector appears to be misuse.